Manufacturer narrative:
Device passed all functional tests including displacement, sleep current measurement, and active current measurement. No unexpected "low battery", ¿replace battery now¿ or "power loss" errors were noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump got a replace battery now alarm. The blood glucose level was unknown. The customer also stated that the battery was replaced with a new one, but replace battery alarm occurred again. The insulin pump will be returned for analysis.